Manufacturer narrative:
Evaluation results: unapproved use of device (the resolute integrity stent is intended to improve coronary luminal diameters). Inherent risk of procedure (dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (dislodgement). Off ¿label, unapproved or contraindicated use (the resolute integrity stent is intended to improve coronary luminal diameters). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
An attempt was made to use a resolute integrity in a patient. The target lesion, located in the radial artery exhibited 80% stenosis with little calcification and little tortuosity. The device was inspected and prepped prior to use as per IFU with no abnormality noted. The lesion was pre dilated and the physician proceeded to treat the 1st marginal deploying a stent at the first bifurcation. After this the physician went more distally to treat the 2nd marginal, however, pre-dilation failed to reduce the stenosis and the stent did not cross. The physician decided to withdraw the device; however resistance was encountered when passing through the first bifurcation. It was reported that it was not possible to pull the stent back in the guiding catheter so the physician decided to withdraw everything at once; however, during the attempt to remove, the stent dislodged in the radial artery close to the introducer. The dislodged stent was not removed from the patient vasculature. Patient was reported to be fine post procedure.